Event description:
It is reported that the devices were implanted 2003. The stem separated from the body at the cone body junction and the devices were revised post-op on 2004. Pt passed away on the next day, the day after surgery.